Event description:
Nurse was checking the device prior to insertion into the patient. She determined the device was defective, as insertion of water to inflate the balloon only inflated the upper tubing. This happened on a home health care visit.